Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #792c65. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with the closing trigger and anvil in the closed position. Also, the knife was noted partially advance, the knife reverse switch was slide forward to return the knife to home position as expected and one gst60b reload was loaded in the device. The cartridge reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The condition of the knife advanced noted on the device, should be noted that to fully return the knife to its home position the knife reverse switch must be activated. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 792c65, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number c9de9k and no non-conformances were identified. Manufacturing

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.